Manufacturer narrative:
(B)(4). Report source, foreign ¿ events occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see all associated reports: 0001822565-2018-04070, 0001822565-2018-04071.

Event description:
It was reported that upon incoming inspection at the distributorship, a stain was found on the product. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Evaluation of the return product confirmed the presence of a crease and/or fold in the seal of the pouch. This is unacceptable to visual aid specifications. Device history record (DHR) was reviewed and no discrepancies were found. A manufacturing deficiency was considered as the root cause of the reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.